Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 179 mg/dl. The customer states the buttons are sticking and making the number ramp up. The no delivery alarm was resolved by a complete set change. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.